Manufacturer narrative:
The explanted ipg was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the ipg site. The patient was prescribed antibiotics which did not clear up the infection. The patient underwent an ipg explant procedure.